Manufacturer narrative:
The product is not expected to be returned for analysis. This report will be updated if additional information is received.

Event description:
It was reported that during a routine procedure to implant a cardiac resynchronization therapy defibrillator (crt-d) there was a slight dissection of the coronary sinus while using this catheter. The procedure was completed without placing a left ventricular (lv) lead. No adverse patient effects were reported. Approximately one month later a procedure was performed and an lv lead was successfully implanted.